Manufacturer narrative:
Belt sn (B)(4). Device evaluations of monitor sn (B)(4) and electrode belt sn (B)(4) have been completed. Upon evaluation, the monitor and belt were fully functional and within specifications. The patient received four appropriate 150j shocks, followed by one inappropriate 150j shock during two episodes of vt/vf within a 7-minute time frame. Per death investigation, the rhythm at time of the first treatment was vf, and the post-shock rhythm was slow vt at 127 bpm. The rhythm at time of the second treatment was vf, and the post-shock rhythm was vf. The rhythm at time of third treatment was vf, and the post-shock rhythm was severe bradycardia at 16 bpm transitioning to slow vt at 85 bpm. The rhythm at the time of the fourth treatment was vf, and the post-shock rhythm was asystole, the death investigation concludes the device properly detected asystole and bradycardia. The device properly detected and treated the ventricular arrhythmias; however, the first three shocks failed to convert the arrythmia to a slower rhythm. The arrythmia went into asystole following the fourth shock. Oversensing contributed to the false detection and delivery of the fifth shock. Post-shock asystole is a known potentially adverse outcome of defibrillation therapy.

Event description:
The nurse of a (B)(6) year old male patient contacted zoll customer support to report that the patient had received several treatments and passed while wearing the lifevest. A review of the downloaded ECG data shows the patient received a total of five shocks in a 7-minute time frame; however, none of the shocks were successful in converting the arrhythmia. The post shock rhythm for shocks #4 and #5 was asystole. The patient subsequently expired.